Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 308 mg/dl. The infusion set and site were changed. Customer delivered a bolus and customer's son administered insulin injections to address bg. Pump system check was performed and air bubbles were observed in tubing. Customer primed air out of the tubing and pump was working. Insulin delivery was resumed.